Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient reported she had post-operative complications of corneal abrasion, sensitivity to light without pain, and dry eyes since their implantation of an intraocular lens. She had a corneal abrasion post-op, sensitivity to light (no pain), and dry eyes. Symptoms kept her from being able to drive. She was prescribed medication for the symptoms. The symptoms have finally started to improve; she can now drive but still has sensitivity to light. Her distant vision is 20/20 (uncorrected) but she needs readers for up-close reading. She is using bandage contact lenses due to corneal abrasion. Furthermore, the patient has obtained a second opinion from a different physician who informed her that the symptoms could take up to 3 months to heal. She has another follow-up scheduled with this physician in about a week from the initial visit. There were no patient injuries. Reportedly, the patient had scarring in the optic nerve prior to surgery. No additional information was provided.